Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump has a damaged screen. Mother stated that they are unable to read the display. Blood glucose value is unknown. It was advised the insulin pump will have to be replaced. Customer's mother would call back to arrange replacement.